Event description:
We were informed that originally the pocket was opened for a standard ICD (expected eri) replacement. "The leads tested out fine right before the procedure. During the exposing of the pocket the lead was compromised and the doctor claimed it was insulation erosion. He then capped the lead, attempted to introduce a new ICD lead only to find the subclavian occluded. The decision was made to abandon the left side and put a new system on the right."